Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated defibrillator failed self test using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrodes were returned to zoll united kingdom (UK) for evaluation. The customer's report was observed and attributed to expired electrodes. The electrodes were replaced to resolve the report. Analysis of reports of this type has not identified an increase in trend.